Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination and patient did not use disinfectant properly. Peritonitis was manifested by abdominal pain. On the same day as onset, the patient was hospitalized for the event and began treatment with intraperitoneal vancomycin (two grams, twice weekly, for three weeks) for peritonitis. The patient was discharged from the hospital six days after admission. At the time of this report, the patient was recovered from the peritonitis event. Dianeal therapies were ongoing. The patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.